Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation, when the catheter was plugged in, it was noted there was no contact force. The tactisys was restarted with no resolution. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.